Manufacturer narrative:
A ge representative evaluated the system and told the customer to plug the system into a different outlet to prevent beeping by getting appropriate power. System operates as intended. (B) (4).

Event description:
Customer reported a loud beeping noise. No pt injury was reported.